Manufacturer narrative:
A review of the information in the complaint file indicates evaluation and repair was performed by a medtronic technical center, therefore, this report will be based on information provided by the technical center. The compression system scd 700, was found to have its power cord burnt as a result of arcing from liquid ingress on the wall plug end. The cause of the reported condition for the damaged power cord could be attributed to handling for the device within the hospital setting, allowing for exposure to a liquid at the plug end of the power cord while plugged into mains. The product IFU contains symbols to keep the device dry. The power cord was replaced by the service center to correct the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/5/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports: short circuit because of getting wet. During incoming inspection at the service center the following was found: power cord burnt and check valve leaking.